Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The emboshield nav6 instruction for use (IFU) states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. The barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the wire during filter retrieval. Based on the reported information, exchanging the provided barewire filter delivery wire for the viper wire prevented the ability to retrieve the filter, causing the filter to dislodge from the viper wire resulting in unexpected medical intervention to embed the filter against the vessel. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - guide wire selection incorrect.

Event description:
It was reported that the procedure was to treat a lesion in the tibioperoneal trunk. The emboshield nav6 embolic protection system (eps) was prepared and deployed over a incorrect guidewire. However, during an attempt to retrieve the filter, the filter could not be retrieved. Therefore, a drug eluting stent was used to crush the filter against the vessel. There was no adverse patient sequela nor clinical delay reported. No additional information was provided.